Manufacturer narrative:
Additional information was added: the lot was manufactured from april 09, 2019 - april 10, 2019. Twenty-two (22) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in twenty-two (22) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as white material. The location of the foreign material was unspecified. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.